Event description:
8.0 shiley placed. Required subsequent bedside replacement to an 8-0 shiley distal xlt due to cuff leak. Ten days later: returned to the operating room for reassessment of tracheostomy due to hemoptysis and trach site bleeding. There was significant organized clot in the trachea just above the trach tube balloon.